Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The internal suction tubing was replaced, and the unit was returned to service. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during pre-use checkout, the suction is low. The built in suction regulator was weak. There was no reported patient involvement.